Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been rebooting at random over the past three months and the pump had frequent replace batter alarms emitted today despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings:a review of the pump¿s history showed multiple reboots. The battery compartment was returned undamaged; however, evidence of moisture corrosion was found inside. The battery cap was unable to tighten on to the pump due to stripped threads and a power loss was observed. The cap contacts height and width were found to be within specifications. A test cap was able to fully tighten on to the pump and the pump was exercised for 24 hours with no power loss. The pump cover was opened and no further moisture corrosion was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.